Event description:
The customer reported that the ventilator alarmed with da pcba adc reference failed vent inop occurrence. The customer reported there was no patient harm.

Manufacturer narrative:
The data acquisition pcba to motor controller pcba cable was tested and no failures were identified.